Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an hwrf error icon displayed on the receiver was reported. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the complaint could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error icon display occurred. The product was evaluated. The device was visually inspected and it passed. The receiver case was opened and the internal inspection failed due to moisture damage. The log was downloaded and reviewed finding hardware errors. Battery measurements were taken and it passed. The allegation was confirmed. The root cause was determined to be moisture damage. No injury or medical intervention was reported.